Event description:
The endoscope it does not focus automatically, the image is blurry. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: based on the content of investigated data. It was determined, that the potential cause/root cause of failure, was that a malfunction occurred, in the driving parts (motor, gearbox, motor work assembly). And the lens position of the zoom mechanism could not be initialized. Corrosion of parts, chipping of gears, etc. Are potential to be the cause of the problem of drive parts based on investigation. But, the cause could not be identified. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed, the endoscope was manufactured pentax medical miyagi on 20-apr-2021 under normal conditions. Passed all required inspections. And was released accordingly. Also, there were no reworks or concessions. And the dates of approval for shipment and actual date shipped were confirmed on 20-apr-2021. Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.